Event description:
The customer reported that following a red blood cell exchange (rbcx) procedure, the patient's hematocrit (hct) was at 48%. The patient required venesection of 500mls to achieve 43%, and an additional venesection of 500mls to achieve 34.6%. A saline infusion was also required. Due to (B)(6) personal data protection laws, the patient information is not available from the customer. The disposable set was not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of two venesections and saline infusion.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return. The run data files from the procedure were analyzed. Root cause: the data reviewed from the procedure revealed that there were no direct signals that would indicate an issue with the procedure or machine. For optimal results it is best to obtain the day-of patient hct and volume of each unit of replacement rbcs, then average the hct of the units and enter the averaged value during data entry. If the patient's hct is entered falsely low, or the replace fluid hct is entered falsely low, this can lead to a higher than expected patienend hct. Entry of incorrect values will result in incorrect end targets. The outcome of the procedure depends on the accuracy of the data entered. Correction: accurate data are essential for rbcx procedures. There are many variables that impact the predicted targets. Even a small error in the data can result in a large deviation in the expected outcome of the procedure. It is important to ensure the accuracy of: starting defective rbc%, target hct, patient hct, patient tbv, fluid balance, replacement fluid hct, replacement fluid volume.